Event description:
It was reported that during central processing, inspection of the maryland bipolar forceps instrument identified a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. There were no frayed cables observed during visual inspection. The instrument was tested and articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. As part of investigation, further inspection found localized melting near the grip base. The probable root cause of thermal damage is associated to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.